Event description:
Info received indicates, the head hi/low function of the bed is drifting.

Manufacturer narrative:
The tech replaced the hydraulic block and the head hi/low cylinder to repair the bed.